Event description:
It was reported that the iab was inserted in a pt in his 70's with acute myocardial infarction who developed a ruptured capillary muscle. After insertion, an x-ray showed the balloon to be positioned 8cm too low. After repositioning the balloon, the pump's hi pressure alarms were noted and the catheter tubing filled with blood. The iab was removed without any complications.